Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Macroscopic examination of driver confirms two adjacent screwdriver blades broken off from the driver and not returned for analysis. A slight driver shaft bow is noted. Microscopic examination reveals a quasi-brittle fracture surface with no indication of fatigue, consistent with excessive torsional force. Proper application and usage of driver is implantation of bone screws; usage of this driver as defined by the surgical technique requires extremely minimal torque. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off during the locking of the lock screw. No patient complications were reported.